Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was part of surgical system extraction due to superior vena cava syndrome. There is no lead replacement. This lead will not be returned. No additional adverse patient effects were reported.